Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the carotid artery. A 6.0-22 carotid wallstent stent was advanced to cover the lesion. However, the stent shortened too much. An additional 7x30 wallstent was used to complete the procedure. No further patient complications were reported and the patient's status was stable.